Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter did not retract. The following was translated from french to english: short description: needle not retract when did the incident occur? During use. Detailed incident description: when the nurse wanted to prick the patient, the needle did not retract.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional info received: no patient or healthcare professional has suffered any clinical consequences as a result of this defect. No blood exposure accident.